Event description:
It was reported that the customer had a pt with two events, where the sc7000 monitor reportedly did not post an spo2 alarm. (B) (4).

Manufacturer narrative:
We are still investigating this reported incident. A f/u report will be submitted, as soon as our investigation is complete.